Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the vad coordinator reported that the pt was admitted to the hosp, with shortness of breath. It was suspected that inflow valve incompetence was the source of the issue, and an angiogram was performed. The angiogram report listed moderate inflow insufficiency and moderate mitral regurgitation. When in auto mode, the pt could not fill the pump adequately and required fixed mode operation. The pt remains on lvad support while awaiting a heart transplant.

Manufacturer narrative:
An angiogram performed at the hosp revealed that the inflow valve was partially occluded as a result of a mild bow in the ventricular septum, which restricted pump filling and causing the inability of the pump to operate properly in the auto mode. The contributing cause to the bow in the ventricular septum could not be determined. The pt remains on lvad support while awaiting a heart transplant. No further info is available. The MFR is closing its file on this event.